Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by loss of appetite. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for peritonitis. On an unknown date, the patient was recovered from peritonitis and loss of appetite. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.